Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs). During the procedure, the physician successfully placed multiple non-penumbra coils and a podj by advancing within a diagnostic catheter without a microcatheter. The physician then attempted to place another podj, however, the podj took its shape within the diagnostic catheter. Therefore, the physician removed the catheter with the podj inside. The procedure was completed using additional coils and the same diagnostic catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2018-02292. Brand name. Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report:3005168196-2018-02292. ''Other'' reason for non-evaluation.